Event description:
The customer reported that prior to use on a pt the iabp failing safety disk leak test. The iabp was replaced and therapy was initiated.

Manufacturer narrative:
The company rep observed fracture iab fill luer fitting. The company rep replaced the iabp luer fitting (part # 0103-00-0398-01). The iabp was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).